Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) would not turn fully black and the plug-release button could not be depressed. Hemostasis was achieved instead with manual compression and a compression device. There was no reported patient injury. Using the standard technique, they noted that after the indicator¿s pulsatile blood flow diminished, the closure device and sheath were removed together the device was used after an emergency stroke thrombectomy. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) would not turn fully black and the plug-release button could not be depressed. Hemostasis was achieved instead with manual compression and a compression device. There was no reported patient injury. Using the standard technique, they noted that after the indicator¿s pulsatile blood flow diminished, the closure device and sheath were removed together the device was used after an emergency stroke thrombectomy. Additional information was requested but not provided. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 6f vascular sheath was used. The femoral artery¿s suitability was verified on angiography, including insertion angle, and the vessel diameter was confirmed to be =5 mm. No stent was present near the puncture site, and no vessel stenosis >50% was observed. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator, and the indicator window did not show red color during retraction. One non-sterile exoseal vascular closure device 6f, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug deployment as expected. Additionally, the indicator window black, white, and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) would not turn fully black and the plug-release button could not be depressed. Hemostasis was achieved instead with manual compression and a compression device. There was no reported patient injury. Using the standard technique, they noted that after the indicator¿s pulsatile blood flow diminished, the closure device and sheath were removed together the device was used after an emergency stroke thrombectomy. Additional information was requested but not provided. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 6f vascular sheath was used. The femoral artery¿s suitability was verified on angiography, including insertion angle, and the vessel diameter was confirmed to be =5 mm. No stent was present near the puncture site, and no vessel stenosis >50% was observed. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator, and the indicator window did not show red color during retraction. The device is being returned for evaluation.